Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a device with a deflated bladder which suggested flow of fluid may have occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse; more than 99% of the infusion solution was left in the device. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.